Manufacturer narrative:
Vamp tubings were found to be completely detached from bond joints with reservoir and reservoir stopcock. Tubing was also detached from bond join with femal connector at the end of the 6" line. Trace of adhesive and etching was visible at very small part of the tubing bond area. The se pattern of etching appeared consistent with ones that were observed with low pull force at bond join. Pa line tubing bonds were intact.

Event description:
Nurse was flushing pa line and tubing detached.